Manufacturer narrative:
The insulin pump was received with intermittent act button due to flattened dome switch. No unexpected no delivery alarm noted during our testing. The insulin pump had cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
The customer's wife reported via phone call that they had a keypad anomaly. The wife stated the act button was hard to press. The wife was also unable to clear a no delivery alarm. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.